Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was at unknown the time of incident. Customer state that the insulin pump had replace battery now alarm. Customer stated that the insulin pump had pump error alarm. Customer stated that insulin pump had low battery alert prior to the replace battery now alarm. Customer was able to rewind the insulin pump. The insulin pump will not be returned for analysis.